Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that customer received the following results on the performa system within 4 minutes: 257 mg/dl and 127 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation, however, the suspect strips are not available to return.